Manufacturer narrative:
A medtronic representative inspected the imaging system on-site. Adjusted and trimmed door covers to fit the system appropriately. System passed all tests and was returned to service. No parts were replaced. The root cause of the reported issue was found to be the system door covers, which were out of alignment. A full imaging system check-out was completed following cover adjustment and all tests passed. Full system functionality was confirmed and the system was returned to service.

Event description:
A medtronic representative reported that during a spinal fusion procedure, the imaging system door was difficult to open. It was reported when the user attempted to open the gantry door, it would not open when the button on the pendant was pressed. The button was pressed again, and the door still did not open. The user then pressed the door close button followed by the door open button and the door opened, although it made a loud noise when it was opening. The same issue occurred again during the post-op spin. The door was manually opened past the point where the noise was heard, after which the door could be opened with the pendant button. The medtronic representative noted that the door covers appeared to be rubbing, making the reported loud noise. There was reportedly no delay to the procedure because of this issue, and the case was completed successfully with the imaging system. The patient was not impacted.

Manufacturer narrative:
Patient information provided.